Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the surgeon tried to apply clips and the clips would not form completely. Another device was used to complete the procedure. There was no consequence to the pt.